Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid on the bd¿ chemotherapy sharps collector slide top with gasket was installed upside-down.

Event description:
It was reported that the lid on the bd¿ chemotherapy sharps collector slide top with gasket was installed upside-down.

Manufacturer narrative:
Investigation summary: DHR- according to the DHR review process; the result showed there were no issues reported like lid upside-down during the manufacturing process of the lot number reported under this customer complaint. It can confirm that the slider door was upside-down placed. The affected product belongs to lot number 8177922. Based on this samples the failure mode it was confirmed like issue related to the manufacturing process. Current process controls: a visual inspection is being performed by production department to ensure the correct placement position of slider in the lid, a second inspection based on an aql sampling plan is being performed by quality inspector to ensure this assembly. As part of this investigation it was noted that for other sku¿s a vision system was implemented in the manufacturing station where the lid and the slider door are assembled. This system consists in a camera to detect when the slider is missing or misplaced. Conclusion. Based on this investigation and information provided from customer it was confirmed the root cause like a failure mode related to the manufacturing process.